Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "pain and hard knotty material". Later healthcare professional reported "firmness", "engorgement" and "exchange from a textured to smooth breast implant due to the patient¿s concern with the product". Later healthcare professional reported "capsular contracture". Later healthcare professional reported "capsular contracture baker grade IV". This record is for the left side. Device was explanted.

Event description:
Patient reported "pain and hard knotty material". Later healthcare professional reported "firmness", "engorgement" and "exchange from a textured to smooth breast implant due to the patient¿s concern with the product". Later healthcare professional reported "capsular contracture". Later healthcare professional reported "capsular contracture baker grade IV". Later healthcare professional reported "implant rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (observed broken of plug strap, creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.